Event description:
On (B)(6) 2013, the patient contacted animas stating when she initiated a bolus via the pump based on the meter reading, her blood glucose (bg) value reportedly dropped to 46m/dl. The patient stated that the meter reportedly gave an inaccurate reading of 350mg/dl and that she believed her bg was lower than that. The patient reportedly was treated at the hospital and was released. There were no additional details regarding how the patient was treated or if there were any issues with the pump. Customer support (cs) tried to contact the patient in order to troubleshoot the patient's low bg and pump and also to obtain more information regarding the patient's symptoms and hospital visit. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. It was unknown whether or not the pump was a contributing factor to the patient's bg excursion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.